Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used to deliver 1l of 5% dextrose in 0.45 normal saline at an unspecified rate. The cair clamp was being used to regulate the flow rate. After an unspecified length of time in use, the customer contact reported the 1l solution was delivered to the patient. There were no reported adverse patient effects. No medical interventions were required. The procedure was completed as scheduled. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not completed. (B) (4). (B) (4).